Event description:
It was reported that noise was observed in the egm. Insulation damage was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.